Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had a prior event of peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. It was stated that the patient had a pd culture obtained which had growth of staphylococcus species. The patient was diagnosed with peritonitis and was treated with antibiotic therapy utilizing intra-peritoneal (ip) vancomycin, oral ciprofloxacin and nystatin (swish and swallow) on an outpatient basis. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse attributed peritonitis to a patient breach in aseptic technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for staphylococcus which is a bacterium normally found on human skin. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique as reported by the pd nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had a prior event of peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. It was stated that the patient had a pd culture obtained which had growth of staphylococcus species. The patient was diagnosed with peritonitis and was treated with antibiotic therapy utilizing intra-peritoneal (ip) vancomycin, oral ciprofloxacin and nystatin (swish and swallow) on an outpatient basis. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse attributed peritonitis to a patient breach in aseptic technique.